Event description:
It was reported there was a pump problem. Additional information has been requested, but was unavailable for the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).